Event description:
Procedure: vats. Reportedly, when the stapler was fired, the staple cartridge broke and the "clamp cover" disengaged from the device. The broken clamp cover was not noted by the surgeon and it was removed during a second surgery 3 days later.